Event description:
It was reported that the system 9800's left hand monitor had burned in sections which caused the image to be distorted. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The left hand monitor was replaced an calibrated. The system was tested and found to be working as intended and placed back into service.